Event description:
It was reported during the angioplasty procedure at left brachy cephalic fistula, the balloon was allegedly ruptured. It was further reported another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter has return for evaluation. Visual evaluation was performed and kink was noted at the proximal end of the inflation hub. During the performance evaluation an in house presto inflation device was used to inflate the balloon and noted that there was no water leakage from the balloon. Balloon deflated without any issue. Therefore, the investigation is confirmed for the identified kink issue as kink was noted at the proximal end of the inflation hub during visual evaluation. The investigation is unconfirmed for the reported balloon rupture issue as no rupture was noted during the functional test. One electronic photo was reviewed. Photo shows the label which contains product description such as catalogue number and lot number of the product which matches with the information in the complaint record. Therefore, based on the photo review, balloon rupture could not be confirmed. A definitive root cause for the alleged balloon rupture and identified kink issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023), h11: h6(method, result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2023).

Event description:
It was reported during the angioplasty procedure at left brachy cephalic fistula, the balloon was allegedly ruptured. It was further reported another balloon was used to complete the procedure. There was no reported patient injury.